Manufacturer narrative:
Product analysis the distal portion of the lead was returned, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed but no issue was identified that required full analysis. Analysis was performed and no anomalies were found. Concomitant medical products: 0041 boston scientific lead, implanted: (B)(6) 1993; 383059 lead, implanted: (B)(6) 2010; 4047 boston scientific lead, implanted: (B)(6) 2012; 6721l-50 lead, implanted: (B)(6) 2012; d143 boston scientific ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted due to a malfunction of the connector. The lead was explanted and replaced. No patient complications have been reported as a result of this event.